Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A other health care professional reported that the ophthalmic knives were dull before cataract surgery. The surgery was completed after replacing the product with another one. No patient impact was reported.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. 14 unopened side port knifes, in sheathing, in blisters were received for the report of dull knives. Samples were visually inspected per sampling plan and all 13 were found to be conforming. Functional penetration testing was performed and sample 3 was found to be conforming. Sample 1,2,4-13 were found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Although the actual samples were not returned, the returned unopened samples 1,2,4-13 were found to be functionally nonconforming, therefore the dull blades were confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned unopened sample 3 was found to be visually and functionally conforming, therefore dull blades as described in the complaint were not confirmed. The unopened sample 3 was found visually and functionally conforming; however because the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. A nonconformance investigation was completed to investigate the failed penetration testing for cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.